Event description:
The customer reportedly obtained a result of 5.0 inr on the coaguchek xs system and 7.4 inr on a comparison lab. Based on lab result, customer's warfarin was held for 2 days and he received a vitamin k shot. Requested return of suspect system, however, strips are unavailable for return.